Event description:
It was reported "spinal cord injury patient with healing stage 4 pressure injury, unable to maintain vac therapy due to frequent stooling, mucosal ulcer after 1 week of flexiseal. These are all external, e.g., at the anal verge and not inside the rectum."

Manufacturer narrative:
Affiliation: (B)(6). Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 8022978.